Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(6). Reported event was confirmed as returned implant was fractured. Visual inspection and scanning electron microscope shows the screw fractured approximately 12mm from the distal tip, as the returned proximal portion measures approximately 23mm. There are drive lug edge deformations. The screw tip fractured nearly parallel to the thread angle. The fracture surface shows artifacts that suggest a possible multiple origin bending overload fracture may have occurred. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 7 states, "do not use excessive force when inserting the resorbable interference screw. Excessive force (i.e., long, hard hammer blows) may cause fracture or bending of the device. Prior to insertion of the implant, dilate or tap in hard bone."

Event description:
It is reported that a screw fractured during implantation. The fractured portion remains in the patient.